Event description:
A user facility reported to olympus that a "b40" error occurred and the front panel was not functioning. In addition, it was reported that all led's were on and the keyboard was not functioning. The problems, as reported to olympus, were identified during preparation for use. This report is submitted due to the reports of a "b40" error and the front panel was not functioning. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the reported issues of ¿b40 error occurred¿ and ¿front panel does not work¿ were caused by a faulty cm board. The cause of the faulty cm board could not be identified. Other findings found were the following: keyboard does not work due to faulty cm board; net spacer on chassis deformed. The instruction manual identifies the following related verbiage: ¿chapter 9 troubleshooting: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement.¿ olympus will continue to monitor field performance for this device.